Manufacturer narrative:
The subject device was returned to olympus for evaluation. It was not until olympus evaluated the device that olympus found the severe wearing of the ptfe pad. There were contact marks on the surface of the probe and the jaw. The manufacturing record was reviewed with no irregularities. Considering the evaluation result of the subject device, olympus concluded that the ptfe pad wearing occurred since the user continued activating output without contacting tissue (including after the tissue already cut) for an extended time. And olympus concluded that short circuit error and the stop working occurred since the ptfe pad was worn and the probe contacted with the jaw. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a laparoscopic assisted hemi-right colectomy. Short circuit error occurred. The procedure was completed with a different device. There was no patient injury reported.